Manufacturer narrative:
Should not have been selected in the initial medwatch report.

Event description:
The customer reported the ventilator gave persistent motor fault. The field service representative (fsr) was on-site performing preventative maintenance on another ventilator when the reported event first occurred. The fsr found the suspect device with a sign attached stating "motor fault". There is no patient involvement associated with the event.

Manufacturer narrative:
Failure analysis (fa) lab received a power supply assembly, vela diamond. The power supply assembly was installed in known good vela unit. The unit was powered in respiration mode and received motor fault errors and events, turbine non-operational. Used multi-meter and 48 volts is present; checked motor driver pin 9 and 10, less than 1 volt detected. Checked voltage on mosfet q210, sourced at 47.55 volts, and drain at .4001 volts. Restarted vela unit with source and drained jumped, vela unit operated normally. Faulty mosfet, p-chan, location q210 on pcba, caused the power supply assembly to fail. The power supply assembly was scrapped.

Manufacturer narrative:
The carefusion field service technician evaluated the ventilator for the customer reported motor fault. Turbine not operating. Turbine driver pcb led not lit. Checked for 48 vdc on power connector to turbine driver pcb and it was absent (0 vdc). Replaced power supply and performed ventilator testing. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported the ventilator gave persistant motor fault.